Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a failure message prior to use. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields; h6(problem code, investigation findings, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and the reported issue could not be reproduced during testing. When reviewing the fault logs he discovered the presence of fault #58 (large atmospheric pressure change) and an autofill related fault alarm, fault #37 (fill fail ¿ iab disconnect). Based on the fault log review, the event was attributed to a intra-aortic balloon (iab) disconnection rather than the iabp malfunction. The balloon disconnection resulted in a large atmospheric pressure change, indicating the pumps iab catheter extender input was open to the atmosphere, as reflected by fault #58. The iabp subsequently detected the disconnection during the autofill sequence, triggering fault #37. The fse confirmed there were no unit errors or issues of note with the iabp itself. Product passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for use.